Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical nephroureterectomy procedure, on the resection of a vessel, the device had an incomplete staple line. As a result of the problem there is an unexpected bleeding with less than 500cc, and the surgical time was extended more than 30 minutes. To resolve the issue they endosuture the staple line with laparoscopic needle holder.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired. Staple pushers were noted at the 1 cm cut line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade and staple cartridge. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical nephrourectectomy procedure, on the resection of a vessel, the device had an incomplete staple line. As a result of the problem there is an unexpected bleeding with less than 500cc, and the surgical time was extended more than 30 minutes. To resolve the issue they endosuture the staple line with laparoscopic needle holder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic urology procedure, on the resection of a vessel, the device was able to cut without stapling.